Manufacturer narrative:
Additional medical information was requested, but not received. The doctor''s office has not responded to multiple attempts to retrieve the system. The clear+brilliant treatment tips do not delivery any energy and no treatment data is stored on the tip itself; there is no information to gather from their return. System has no system/data logs that can be reviewed. System has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. Customer can also utilize the burn paper to confirm system laser is providing correct pattern/coverage. Depot performed a burn paper test. Review of burn paper showed proper pattern/coverage. A review of the device history records is in progress. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. Evaluation of the handpiece and pattern paper test showed proper pattern/coverage. No issues found during evaluation of the handpiece related to this event. According to clear+brilliant user manual discoloration is a known possible complication of treatment. The possibility of temporary and permanent skin color change is known to exist with any laser treatment. Following appropriate instructions for sun protection will lower the risk for pigmentation changes. Based on the available information, discoloration or hyperpigmentation is a known possible complication of clear+brilliant treatment.

Manufacturer narrative:
Additional medical information was requested, but not received. Entire system was not returned for evaluation. However the handpiece utilized during event was evaluated. The snout, outer upper housing and light cap was replaced. Laser was calibrated and the unit was tested for 10 consecutive minutes. All tests were passed. A review of the device history records is in progress. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
The registered nurse from the doctors office reported during the first treatment the patient responded well with no issues on low level, 2-4 passes. Over 4 weeks later the patients had a second treatment in which they had mild discomfort so the settings were lowered. The second treatment was done on level high, 4 passes. After the second treatment the patient developed immediate redness, they used mild (B)(6) skincare products with no acids or retinols. The office instructed the patient to use hydroquinone cream to assist with the redness. The patient used this once every other day. About 4 weeks post treatment the redness turned into dark spots and post inflammatory hyperpigmentation. Available photos were reviewed showing scattered erythema and hyperpigmented lesions on the patient's face and forehead. They have been using hyaluronic acid and 6% hq for 3-4 weeks, they are still under treatment. Additional information has been requested, but not received.